Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. The pump data is expected to be uploaded for investigation. Follow up report will be submitted accordingly.